Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. A bluetooth reset was performed and the pairing was restored. There were no patient consequences reported.